Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial/lot #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during patient¿s trial procedure, the physician encountered some resistance when removing the lead. The physician was able to remove the lead; however, four contacts remained inside the patient¿s body. The remaining contacts were removed and the patient was reportedly doing well.